Manufacturer narrative:
Analysis of the catheter observed a kink at the catheter body.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as malignant pain and cancer pain. It was reported the patient was not having therapeutic effect. The hcp had increased her dose since implant and the patient had still not received relief. The patient complained of pain.the hcp attempted to aspirate the catheter on the date of this report without success/no dye study done at the time. A rotor study was completed and found the rotors were moving correctly. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' It was further reported the pump logs were checked and showed no issues with the pump. The patient was going to have a magnetic resonance imaging (MRI) of her spine (not related to the pump) and they would likely do an exploratory surgery next week to check the catheter. It was later reported the hcp replaced the catheter and now the patient was at a therapeutic level. The hcp noted that the catheter was occluded and that's why they had to put another one in. If additional information is received, a follow-up report will be sent.